Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. Attempts to determine by good faith effort to obtain the information are in progress. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf impact code f1001 captures the reportable event of aborted or cancelled procedure.

Event description:
Note: this report pertains to one of two devices used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter and a spy ds controller were attempted for use in the procedure performed on (B)(6) 2025. During the procedure, the screen is not displaying. As a result, the procedure was cancelled due to this event. There were no patient complications reported as a result of this event.